Event description:
It was reported that a user paired a new sensor and observed the warmup period, but the ilet remained in bg run and no glucose readings were received; the app displayed ¿sensor reconnecting¿ until the user rescanned the freestyle libre 3 plus sensor and then received an ¿activation successful¿ message, indicating the sensor had not been activated previously. Symptoms included no glucose data available from the sensor and the system operating in bg run. Outcomes included no effect on blood glucose and no need for medical care. Investigation included customer support troubleshooting and user education, including guided rescanning and advice to monitor for data within approximately one hour and call back if readings did not appear. Investigation of this case revealed a sensor activation/use issue leading to loss of continuous glucose data and bg run operation, with no evidence of ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that user interaction and setup sequence of the sensor was the most probable cause.